Event description:
The complaint received states that approximately 35 months post index procedure this (B)(4) study patient died. This was (B)(6) male with medical history including angina, family history of coronary artery disease, history of hyperlipidemia, history of hypertension, history of atrial fibrillation, history of myocardial infarction, history of diabetes mellitus, history of major bleeding, left knee replacement 2006. The index procedure was performed to treat two target lesions; one in the mid lad and one in the distal lcx. The patient had one cypher stent (# 15097311) placed in the mlad and another cypher stent (# 15096569) placed in the distal cx. The procedure was completed without report of complications and the patient was maintained on dual anti-platelet therapy. Approximately 35 months post index procedure, the patient died. Patient's family member reported that patient died. In an investigator's opinion, the event was not related to the study drug or procedure, but possibly related to the study stent. No additional information has been available to date.

Manufacturer narrative:
Concomitant medications included ace inhibitors, amiodarone, beta blocking agents, bivalirudin, calcium channel blockers, plavix, heparin, hmg coa reductase inhibitors, and protonix. Complaint conclusion: the cypher stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15096569 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Death is a known potential adverse event associated with the coronary stent implantation procedures and is listed in the IFU (instructions for use) as such. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Review of the available information does not allow for an exact determination of causal factors; however, the patient had multiple medical conditions that may have contributed to the reported death. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2013-00047 and 3003742446-2013-00048.

Manufacturer narrative:
Addendum: additional information received through adjudication minutes indicated that on (B)(6) 2013 patient was brought by ems to the emergency from the nursing home with altered level of consciousness. The family reported that on that day in the morning, patient was alert and awake, and was not complaining of anything, except felt little nauseous and had decreased appetite. In the evening, while was fed by wife, patient developed gradual onset of decreased consciousness and would not open the eyes. At emergency room, patient was placed on monitor, which showed atrial fibrillation with a ventricular response of 93, and no st changes. Neurological examination note reported inability to assess the orientation, as the patient did not respond to questions. Patient had left upper extremity paralysis, good hand grasp on the right, and was moving both lower extremities spontaneously, but not to command. A chest x-ray showed pulmonary vascular congestion with a concern for a right-sided basilar infiltrate. A brain CT scan showed an old infarct without acute intracranial process. The emergency room impression was: acute encephalopathy (primary); chf, renal insufficiency (additional). Per death summary report, initial impression by admitting physician was acute chf secondary to systolic dysfunction, pneumonia, dysphagia, malnutrition, encephalopathy, history of clostridium difficile. The patient was admitted to the telemetry floor. On (B)(6) 2013 at 18:40 the troponin was 0.12 (nl 0.05). On (B)(6) 2013 at 17:15 the troponin was 0.13 (nl 0.05). On (B)(6) 2013 at 06:40 the troponin was 0.17 (nl 0.05). The ECG core lab reported uninterpretable tracings due to severe artifact with the following comment: "no obvious ischemic changes, but reproduction is too poor to read reliably." A CT of the thorax on (B)(6) 2013 revealed moderate effusion and partial collapse of the lower lobes, worse on the left. Gastrotomy tube was in satisfactory location. Trace of ascites was identified; there was cardiomegaly and trace of pericardial effusion. Per death summary, on admission the patient was started on lasix and IV antibiotics; mi was ruled out. Per progress note cited there, his mental status was improving. On (B)(6) 2013 patient was awake, alert, and complained of some shortness of breath. It was further noted that on (B)(6) 2013 patient underwent ultrasound-guided thoracentesis. In addition, there was an impression of acute on chronic renal failure. A nuclear hepatobiliary scan was performed and revealed no abnormalities. The patient remained drowsy; denied pain or shortness of breath. On (B)(6) 2013 patient was drowsy, but was following commands and was not in acute distress. On (B)(6) 2013 the patient was noticed to have agonal breathing and became unresponsive. Patient had faint pulse and no blood pressure. Telemetry showed conversion from atrial fibrillation to ventricular fibrillation. CPR with acls medications was initiated. The patient was eventually intubated, but never recovered. CPR was performed for 25 minutes until the patient was pronounced dead. The discharge diagnosis was ventricular fibrillation arrest secondary to coronary artery disease. Additional diagnoses included: old mi, chf, history of prostate cancer, history of cad with stent placement, history of recent cva with left hemiparesis, bilateral pleural effusion, acute renal failure on top of chronic renal failure, elevated liver function tests, and cholelithiasis. The event of death has already been reported and there have been no changes made in this file. This is just to update above additional information received through cec adjudication minutes. Updated cc based on the adjudication minutes: the complaint received states that approximately 34 months post index procedure, this cypress study patient died. This was a (B)(6) year-old male with medical history including angina, family history of coronary artery disease, history of hyperlipidemia, history of hypertension, history of atrial fibrillation, history of myocardial infarction, history of diabetes mellitus, history of major bleeding, left knee replacement 2006. The index procedure was performed to treat two target lesions; one in the mid lad and one in the distal lcx. The procedure was completed without report of complications and the patient was maintained on dual anti-platelet therapy. Two days post procedure, the patient experienced shortness of breath and was diagnosed with congestive heart failure. The patient has no previous history of chf. The event was medically managed and resolved without sequelae. Additional information in the revised crf indicated that a patient expired approximately 34 months post index procedure. Patient's family member reported that patient died. In an investigator's opinion, the event was not related to the study drug or procedure, but possibly related to the study stent. No additional information has been available. Additional information received through adjudication minutes indicated that on (B)(6) 2013 patient was brought by ems to the emergency from the nursing home with altered level of consciousness. The family reported that on that day in the morning patient was alert and awake, and was not complaining of anything, except felt little nauseous and had decreased appetite. In the evening, while was fed by wife, patient developed gradual onset of decreased consciousness and would not open the eyes. At emergency room, patient was placed on monitor, which showed atrial fibrillation with a ventricular response of 93, and no st changes. Neurological examination note reported inability to assess the orientation, as the patient did not respond to questions. Patient had left upper extremity paralysis, good hand grasp on the right, and was moving both lower extremities spontaneously, but not to command. A chest x-ray showed pulmonary vascular congestion with a concern for a right-sided basilar infiltrate. A brain CT scan showed an old infarct without acute intracranial process. The emergency room impression was: acute encephalopathy (primary); chf, renal insufficiency (additional). Per death summary report, initial impression by admitting physician was acute chf secondary to systolic dysfunction, pneumonia, dysphagia, malnutrition, encephalopathy, history of clostridium difficile. The patient was admitted to the telemetry floor. On (B)(6) 2013 at 18:40 the troponin was 0.12 (nl 0.05). On (B)(6) 2013 at 17:15 the troponin was 0.13 (nl 0.05). On (B)(6) 2013 at 06:40 the troponin was 0.17 (nl 0.05). The ECG core lab reported uninterpretable tracings due to severe artifact with the following comment: "no obvious ischemic changes, but reproduction is too poor to read reliably." A CT of the thorax on (B)(6) 2013 revealed moderate effusion and partial collapse of the lower lobes, worse on the left. Gastrotomy tube was in satisfactory location. Trace of ascites was identified; there was cardiomegaly and trace of pericardial effusion. Per death summary, on admission the patient was started on lasix and IV antibiotics; mi was ruled out. Per progress note cited there, his mental status was improving. On (B)(6) 2013 patient was awake, alert, and complained of some shortness of breath. It was further noted that on (B)(6) 2013 patient underwent ultrasound-guided thoracentesis. In addition, there was an impression of acute on chronic renal failure. A nuclear hepatobiliary scan was performed and revealed no abnormalities. The patient remained drowsy; denied pain or shortness of breath. On (B)(6) 2013 patient was drowsy, but was following commands and was not in acute distress. On (B)(6) 2013 the patient was noticed to have agonal breathing and became unresponsive. Patient had faint pulse and no blood pressure. Telemetry showed conversion from atrial fibrillation to ventricular fibrillation. CPR with acls medications was initiated. The patient was eventually intubated, but never recovered. CPR was performed for 25 minutes until the patient was pronounced dead. The discharge diagnosis was ventricular fibrillation arrest secondary to coronary artery disease. Additional diagnoses included: old mi, chf, history of prostate cancer, history of cad with stent placement, history of recent cva with left hemiparesis, bilateral pleural effusion, acute renal failure on top of chronic renal failure, elevated liver function tests, and cholelithiasis. The cypher stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Ischemic death is a known potential adverse event associated with the coronary stent implantation procedures and is listed in the IFU (instructions for use) as such. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Review of the available information does not allow for an exact determination of causal factors; however, the patient had multiple medical conditions that may have contributed to the reported death. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2013-00047 and 3003742446-2013-00048.

Manufacturer narrative:
Addendum: additional information received through minutes indicated that the cause of previously reported code for cardiac death was also a stent thrombosis. No additional information regarding thrombosis has been provided. The complaint received states that approximately 34 months post index procedure this cypress study patient died. This was a (B)(6) year-old male with medical history including angina, family history of coronary artery disease, history of hyperlipidemia, history of hypertension, history of atrial fibrillation, history of myocardial infarction, history of diabetes mellitus, history of major bleeding, left knee replacement 2006. The index procedure was performed to treat two target lesions; one in the mid lad and one in the distal lcx. The procedure was completed without report of complications and the patient was maintained on dual anti-platelet therapy. Two days post procedure, the patient experienced shortness of breath and was diagnosed with congestive heart failure. The patient has no previous history of chf. The event was medically managed and resolved without sequelae. Additional information in the revised crf indicated that a patient expired approximately 34 months post index procedure. Patient's family member reported that patient died. In an investigator's opinion, the event was not related to the study drug or procedure, but possibly related to the study stent. No additional information has been available. Additional information received through adjudication minutes indicated that on (B)(6) 2013 patient was brought by ems to the emergency from the nursing home with altered level of consciousness. The family reported that on that day in the morning patient was alert and awake, and was not complaining of anything, except felt little nauseous and had decreased appetite. In the evening, while was fed by wife, patient developed gradual onset of decreased consciousness and would not open the eyes. At emergency room, patient was placed on monitor, which showed atrial fibrillation with a ventricular response of 93, and no st changes. Neurological examination note reported inability to assess the orientation, as the patient did not respond to questions. Patient had left upper extremity paralysis, good hand grasp on the right, and was moving both lower extremities spontaneously, but not to command. A chest x-ray showed pulmonary vascular congestion with a concern for a right-sided basilar infiltrate. A brain CT scan showed an old infarct without acute intracranial process. The emergency room impression was: acute encephalopathy (primary); chf, renal insufficiency (additional). Per death summary report, initial impression by admitting physician was acute chf secondary to systolic dysfunction, pneumonia, dysphagia, malnutrition, encephalopathy, history of clostridium difficile. The patient was admitted to the telemetry floor. On (B)(6) 2013, at 18:40 the troponin was 0.12 (nl 0.05). On (B)(6) 2013, at 17:15 the troponin was 0.13 (nl 0.05). On (B)(6) 2013, at 06:40 the troponin was 0.17 (nl 0.05). The ECG core lab reported uninterpretable tracings due to severe artifact with the following comment: "no obvious ischemic changes, but reproduction is too poor to read reliably." A CT of the thorax on (B)(6) 2013 revealed moderate effusion and partial collapse of the lower lobes, worse on the left. Gastrotomy tube was in satisfactory location. Trace of ascites was identified; there was cardiomegaly and trace of pericardial effusion. Per death summary, on admission the patient was started on lasix and IV antibiotics; mi was ruled out. Per progress note cited there, his mental status was improving. On (B)(6) 2013, patient was awake, alert, and complained of some shortness of breath. It was further noted that on (B)(6) 2013 patient underwent ultrasound-guided thoracentesis. In addition, there was an impression of acute on chronic renal failure. A nuclear hepatobiliary scan was performed and revealed no abnormalities. The patient remained drowsy; denied pain or shortness of breath. On (B)(6) 2013, patient was drowsy, but was following commands and was not in acute distress. On (B)(6) 2013, the patient was noticed to have agonal breathing and became unresponsive. Patient had faint pulse and no blood pressure. Telemetry showed conversion from atrial fibrillation to ventricular fibrillation. CPR with acls medications was initiated. The patient was eventually intubated, but never recovered. CPR was performed for 25 minutes until the patient was pronounced dead. The discharge diagnosis was ventricular fibrillation arrest secondary to coronary artery disease. Additional diagnoses included: old mi, chf, history of prostate cancer, history of cad with stent placement, history of recent cva with left hemiparesis, bilateral pleural effusion, acute renal failure on top of chronic renal failure, elevated liver function tests, and cholelithiasis. Additional information received through minutes indicated that the cause of previously reported code for cardiac death was also a stent thrombosis. No additional information regarding thrombosis has been provided. The cypher stents remained implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Ischemic death is a known potential adverse event associated with the coronary stent implantation procedures and is listed in the IFU (instructions for use) as such. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Review of the available information does not allow for an exact determination of causal factors; however, the patient had multiple medical conditions that may have contributed to the reported death. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2013-00047 and 3003742446-2013-00048.